Manufacturer narrative:
Product analysis: analysis found that the device was too sensitive and the calibration was invalid. It was also noted that the hook cover was broken and the hooks were missing. The printed circuit board, cover ring attachment, bail cover and bail were replaced. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.